Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
On the leg, ankle bend area. Baby was flexing foot a lot, in for 12 days. Looks like there was a lot of wear and tear. Baby no longer has central line ((B)(6)).